Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of over 600 mg/dl and was hospitalized. At the time of the call, the customer had blood glucose of 200 mg/dl. Troubleshooting found that the drive support cap was normal but that some of the keypad buttons are not responsive. The customer indicated that she had followed up with her doctor about the high blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with corroded keypad traces. The insulin pump passed the displacement accuracy test.